Event description:
Used the instrument for 3.5 hours with a lot of sealing and dividing. The silicone boot started peeling back, however it did not come all the way off. Opened another tip and finished the procedure. No pt info was provided.

Manufacturer narrative:
The miseal tip used in surgery was not returned, therefore no investigation could be conducted.